Event description:
It was reported that the plaintiff received a "monarch transoburator sling for stress urinary incontinence, on or about (B)(6) 2005." The plaintiff's attorney alleges that the plaintiff has "been suffering from vaginal pain, prolapsed vaginal vault, and not able to have intercourse." It is also alleged that the plaintiff "still suffers from pain and urinary incontinence" as well as "severe and permanent bodily injuries, significant mental and physical pain and suffering, and economic losses."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.